Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was not available because the deviec was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The patient had persistent atrial fibrillation with heart failure and 15% ejection fraction. Hypotension was observed prior to the ablation procedure. After transseptal puncture, mild drop in blood pressure was noted. After insertion of farawave catheter, another drop in blood pressure was observed. After treating the left sided veins and while targeting the right inferior branch of the common ostium, patient blood pressure dropped. A trans-oesophageal echocardiogram was performed and cardiac tamponade was identified. Pericardiocentesis was performed and patient was shifted to surgery as the tamponade did not improve. Patient left the operating room in stable condition. The following day patient passed away due to post-surgery thoracic hematoma. The hematoma was caused by part of an extracorporeal membrane oxygenation system dislodging inside the patient and ultimately lead to unrecoverable cardiac disfunction and cardiac arrest. The catheter was disposed by the facility and will not be returned as there were no reports of any performance concerns.

Manufacturer narrative:
Correction to the initial MDR in block h6 patient code it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The patient had persistent atrial fibrillation with heart failure and 15% ejection fraction. Hypotension was observed prior to the ablation procedure. After transseptal puncture, mild drop in blood pressure was noted. After insertion of farawave catheter, another drop in blood pressure was observed. After treating the left sided veins and while targeting the right inferior branch of the common ostium, patient blood pressure dropped. A trans-oesophageal echocardiogram was performed and cardiac tamponade was identified. Pericardiocentesis was performed and patient was shifted to surgery as the tamponade did not improve. Patient left the operating room in stable condition. The following day patient passed away due to post-surgery thoracic hematoma. The hematoma was caused by part of an extracorporeal membrane oxygenation system dislodging inside the patient and ultimately lead to unrecoverable cardiac disfunction and cardiac arrest. The catheter was disposed by the facility and will not be returned as there were no reports of any performance concerns.